Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch was sticking. He cleaned the dirt from the latch mechanism to repair the bed.